Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an "autofill failure" alarm. The circumstance of the event is unknown and patient involvement is also unknown. However, no adverse event was reported.

Manufacturer narrative:
Corrected fields: (patient codes - on further review on 5/1/2018, we determined that a patient was involved in this event).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an "autofill failure" alarm. The pump was switched out to an alternative pump to continue patient therapy. No adverse event was reported.

Manufacturer narrative:
A getinge service territory manger (stm) was dispatched to the facility, and neither the biomedical engineer or the perfusionist was able to confirm which iabp the "autofill failure" occurred on. The perfusionist advised the stm that he believes the problem occurred due to user error. However, the stm evaluated the iabp and was unable to duplicate the reported issue. The stm then completed preventive maintenance (pm) as requested by the customer with full calibration, functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an "autofill failure" alarm. The circumstance of the event is unknown and patient involvement is also unknown. However, no adverse event was reported.